Manufacturer narrative:
An event regarding crack/fracture involving the post of a scorpio insert was reported. The event was confirmed based on the provided revision surgery report. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and diagnosed: "gross ligament instability in the knee, especially the hyperextension component, has caused post/cam impingement quite likely in association with component malposition of femur or tibia with regard to available flexion/extension space in knee. An overload condition developed due to repeated post/cam impingement causing finally a fatigue fracture in the ps bearing post." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded that there was no device related factors present based on the current information. The exact cause of the event however could not be determined because insufficient information was provided. Additional information, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revision surgery knee (date of implant: 2008). Replacement of the inlay because of a broken pin of the ps inlay.

Event description:
Revision surgery knee (date of implant: 2008). Replacement of the inlay because of a broken pin of the ps inlay.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown ps inlay. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.